Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and exhibited noise on the right ventricular (rv) channel, which was oversensed. Technical services (ts) was consulted and determined the noise appeared to be due to movement from the patient. This ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.